Manufacturer narrative:
This information was not provided to ge healthcare (gehc). Legal manufacturer: (B)(4). Gehc was informed on 19 nov 2002, that the day prior, smoke emitted from the dash 4000 power cord while it was connected to the wall socket. The user disconnected the patient from the dash 4000, and there was no related injury to the user or patient. The biomed tech noted that the power cord's hot and neutral prongs had melted off. The device was sent to gehc depot repair and pictures of the power cord and wall damage were reviewed with gehc engineering. It was concluded that the power cord failure was most likely caused by damage to the electrical contact area inside the molded power cord plug end where the wire is crimped to the terminal end of the metal blade assembly. This damage was likely due to years of heavy use. Frequent connection and disconnection into and out of the ac outlet caused stress on the blade that eventually led to weakening of the crimp-to-wire connection. Corrosion in the ac outlet may have also contributed to the event caused by a higher than normal impedance between the blade and the ac outlet increasing the temperature of the blade when power flows through the cord to the monitor. The dash 4000 involved is 10 years old. The service manual provides preventative maintenance guidance which include function and electrical safety checks along with visual inspection on the power cord.

Event description:
It was reported that smoke emitted from the dash 4000 power cord while it was connected to the wall socket resulting in damage to the socket, and surrounding wall. There was no related adverse patient/user impact.